Manufacturer narrative:
Follow-up #1 date of submission 11/29/2016-product analysis: the device was returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box revealed the pump had delivered boluses as programed; the insulin-on-board (iob) calculation was incorrect in the black box. The pump successfully completed a prime sequence and a 10-unit (u) e-z prime-feature bolus. The iob duration was set to 2 hours. The pump correctly displayed the iob to be 10u immediately after the bolus delivery, prior to the first basal delivery. Following the first basal delivery, the pump incorrectly displayed the iob value to be 287.25u. Two hours after the bolus was delivered accurately, the pump incorrectly displayed the iob value to be at or greater than 100u. The ez-carb bolus screen displayed 600u at any time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an insulin on board (iob) calculation issue: iob is not calculating correctly into bolus total. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.